Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and examined the system. The fse found the mc sample probe leaking. The fse discovered that the mc probe was misaligned to bottom of wash collar causing vacuum to be unable to remove waste when priming. The fse observed that while hitting the stop button, the probe was binding up and not dripping into gravity drain position. The fse cleaned the mc probe rails with alcohol preparation wipes and lubricated it with tri-flow. The fse homed the system and verified that the probe homed vertically to the bottom of the wash port. Upon follow up with the fse on (B)(4) 2013, the fse indicated that it is unknown how the probe was aligned in the wash collar. The fse indicated that the vertical movement of the mc crane was spasmodic when in the stopped state. The fse confirmed failure mode to be a misaligned mc sample probe. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 880i synchron access clinical system (full system) generated multiple messages related to the modular chemistry (mc) sample probe level sense and the analyzer stopped. The customer also noticed that the probe was dripping when in the probe wash cycle over the gravity drain position. The following error messages which alerted the customer of an issue were mc sample tube excess vacuum, mc sample probe obstruction, and cc sample probe obstruction. The volume of the leak was unknown. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of the incident. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated since the analyzer performed a hard stop when instrument generated the probe response messages.